Manufacturer narrative:
The suspect device has been received for evaluation; however, the analysis has not been completed, therefore, the cause of the reported malfunction is undetermined.

Event description:
A breeze endo inflation device was used during a procedure (patient age, gender and weight unknown) in 2008. According to the complainant, "the pressure gauge did not work." The physician used another breeze endo inflation device to complete the procedure. No patient complications were reported as a result of this event.